Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), confirmed external driveline wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) severed approximately 1¿ from the pump nipple housing. The distal portion of the dl was returned in two segments measuring approximately 21.5¿ and 15¿, respectively. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned; however, the bend relief collar was returned. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The returned portions of the driveline were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the 21.5¿ dl segment wires revealed a breach in the insulation of the red wire approximately 20.5¿ from the proximal end. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the red wire contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. The hmii IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire / shield breakdown to occur dependent on duration of use and movement / flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. Furthermore, the hmii IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms as well as low speed operations which were recorded when the patient changed the power from batteries to the mpu on (B)(6) 2020. Several low flow and low speed operations were recorded when the patient checked the controller. It was reported that there were also low speed and pump off events on (B)(6) 2020 around 22:16 and 22:17 while using the mpu. It was reported that the patient went back to the hospital at 0200 in the morning. It was decided that the patient would have a pump exchange because a short-to-shield was suspected. The pump exchange was performed on (B)(6) 2020. It was reported that the patient was recovering from their exchange surgery. No further information was provided.